Event description:
The manufacturer received information alleging a patient became disconnected from the ventilator, and no alarm occurred. Additionally, the prescription that was set had changed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient became disconnected from the ventilator, and no alarm occurred. Additionally, the prescription that was set had changed. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed or reproduced. There were no actionable errors noted. Several components were replaced due to contamination, discoloration and dust. The device was cleaned and tested and passed all final testing.